Manufacturer narrative:
Device used for off label indication. The indication the device was used for was ezw. Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted:(B)(6) 2013, product type: extension. Product ID: 3889-28, lot# va0bm8j, implanted:(B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va0bm8j, implanted:(B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient¿s device wasn¿t working. She wasn¿t getting the pain relief she had been getting and increased oral medication since (B)(6) 2015. The patient denied falls, accidents, traumas, and any changes to physical activity. She increased stimulation to 2.5 volts and it was comfortable. She had an appointment to see a physician the following week to address the issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.